Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. The sensor was inserted into the thigh on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient seizure like activity and unconsciousness. The cgm display device was showing signal loss and the spouse called 911. The bg was 27 mg/dl. The patient was treated with unspecified sugar. She regained consciousness at the hospital and had hypothermia. The length of stay was not documented and the reported declined to provide more details. Attempts to contact the reporter for more details were unsuccessful. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to restore the connection. No additional patient or event information was available.